Event description:
It was reported this patient underwent a normal device upgrade procedure. Prior to surgery, this right atrial (ra) lead was extensively tested and results were within normal limits. After using a blade to open the pocket, visual examination noted abrasion in the insulation with visible conductor coils. After this, high out-of-range pacing impedance measurements were obtained. While attempting to extract this lead, it became stuck in the subclavian area and the tip broke off. Attempts to retrieve the lead tip were unsuccessful. A new ra lead was implanted. No further adverse effects were reported.